Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the reported event of clips not firing. The trigger, a component located in the handle, was found to be damaged. Based on the condition of the returned unit, it likely that the reported event was caused by the damaged trigger. Although the cause of the broken trigger could not be confirmed, it is possible the pull tab was not removed from the handle prior to use. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # 2100440000-2019-8020.

Event description:
Procedure performed: unk. Limited information available at time of the report. Defective clip applier. Additional information received via email on 12jul2019 from sr account mgr lot# 1352918. Description of complaint was would not fire. Got another clip applier. Medwatch 2100440000-2019-8020 received via mail on 16jul2019 patient info: female, not hispanic/latino. Date of event: (B)(6) 2019. Describe the event or problem: the clip applier did not fire. Another clip applier was opened. Other information about the patient that may have influenced the outcome of the event: issue identified before there was a potential to reach patient additional information received via email on 18jul2019 gbmc quality improvement specialist "I believe it is likely to be in reference to the same event. I only have one event reported to me late june 2019 involving an clip applier. The event date was (B)(6) 2019 and as per the voluntary medsun report the issue was identified before reaching the patient causing no harm. I do not have any additional information outside of what you already have reported below." Patient status: the issue was identified before reaching the patient causing no harm.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unk. Limited information available at time of the report. Defective clip applier. Additional information received via email on 12jul2019 from sr account mgr lot# 1352918. Description of complaint was would not fire. Got another clip applier. Medwatch 2100440000-2019-8020 received via mail on 16jul2019 patient info: female, not hispanic/latino. Date of event: june 2019. Describe the event or problem: the clip applier did not fire. Another clip applier was opened. Other information about the patient that may have influenced the outcome of the event: issue identified before there was a potential to reach patient. Additional information received via email on 18jul2019 gbmc quality improvement specialist "I believe it is likely to be in reference to the same event. I only have one event reported to me late june 2019 involving an clip applier. The event date was 6/28/2019 and as per the voluntary medsun report the issue was identified before reaching the patient causing no harm. I do not have any additional information outside of what you already have reported below." Patient status: the issue was identified before reaching the patient causing no harm.